Manufacturer narrative:
Date of event estimated with the information provided: six weeks after initial implant ((B)(6) 2021).

Event description:
It was reported that six weeks after inflatable penile prosthesis (ipp) implant surgery, the patient tried to use the implant but it did not work. The device could fill but it could not keep the pressure. On (B)(6) 2022 a revision surgery was performed in which the pump was removed and replaced. The patient is expected to fully recover.

Event description:
It was reported that six weeks after inflatable penile prosthesis (ipp) implant surgery, the patient tried to use the implant but it did not work. The device could fill but it could not keep the pressure. On (B)(6) 2022 a revision surgery was performed in which the pump was removed and replaced. The patient is expected to fully recover.

Manufacturer narrative:
Date of event estimated with the information provided: six weeks after initial implant ((B)(6) 2021) investigation summary: based on the information available, boston scientific concludes that the product analysis showed functionality of the device was as designed. No device problem was detected. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists altered therapeutic response as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.